Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.

Event description:
The pt reported she used the infusion set for the first time and she does not think the cannula was inserted into her body because she did not see it extend. She stated it looked bent. She removed the headset and the cannula had not been inserted. She was assisted in the inserting a new infusion set. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.